Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple replace battery warnings along with evidence of partially discharged batteries being installed on the day of the complaint. The battery cap was not returned and a test battery cap was used in the investigation. The pump powered on with the appropriate audible and vibratory functions. A rewind/load/prime sequence was executed without any incidents. Electrical current draws were within specifications. The investigation confirmed but was unable to duplicate the reported power issue. The pump casing was opened and no moisture intrusion or loose components was observed in the pump. Unrelated to the power issue, it was observed that the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump gave replace battery alarm immediately after new battery was inserted and the issue persisted with at least 3 battery changes. Patient reported that there were no damages to the battery compartment or the battery cap and there was no evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.